Event description:
The catheter was explanted due to possible infection. The pump was still implanted, but not in use. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Results code: used for the catheter.